Event description:
When loading the 6mmx4cm powerflex pro balloon onto the glidewire, the wire poked a hole in the balloon. The customer believes there might have been a defect to the balloon for the wire to poke it through. The device did not enter the patient. They were loading it on the wire, and the wire punctured through the balloon. The puncture extended to the external surface of the device. Evaluation of the returned device revealed that a puncture in the body shaft was observed at 135.5cm from distal tip end. There was no difficulty loading the balloon onto the guidewire. The location of the puncture was the balloon. There were no anomalies noted to the device prior to the incident. There was no resistance/friction noted loading the device onto the guidewire. There was no patient injury reported. The device was not used in the patient. Another powerflex pro balloon was used to complete the procedure. The device will be returned for analysis. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There was no difficulty removing the protective balloon cover, the stylet, or any of the sterile packaging components. The device was inspected prior to use and appeared to be normal. There was no puncture/hole observed prior to the event. The device was prepped properly according to the IFU. Negative pressure was applied to the device during prep and no leakage (hole) was observed at this time. There was no problem reported flushing the device. The intended target lesion was the superficial femoral artery (sfa). The contrast to saline ratio was 50/50. The same indeflator was used successfully with other devices. Excessive force was not applied while loading the device onto the guide wire.

Manufacturer narrative:
This is the initial and final report for this complaint. The gender of the patient is unknown. Complaint conclusion: when loading the 6mmx4cm powerflex pro balloon onto the glidewire, ¿the wire poked a hole in the balloon.¿ the customer believes there might have been a defect to the balloon for the wire to poke it through. The puncture extended to the external surface of the device. The device did not enter the patient. There was no patient injury reported. Evaluation of the returned device revealed that a puncture in the body shaft was observed at 135.5cm from distal tip end. There was no reported difficulty loading the balloon onto the guidewire. ¿the location of the puncture was the balloon.¿ there were no anomalies noted to the device prior to the incident. There was no resistance/friction noted loading the device onto the guidewire. Another powerflex pro balloon was used to complete the procedure. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The device was inspected prior to use and appeared to be normal. There was no puncture/hole observed prior to the event. The device was prepped properly according to the IFU. Negative pressure was applied to the device during prep and no leakage (hole) was observed at this time. There was no problem reported flushing the device. The intended target lesion was the superficial femoral artery (sfa). The contrast to saline ratio was 50/50. The same indeflator was used successfully with other devices. Excessive force was not applied while loading the device onto the guide wire. One non sterile catheter powerflex pro 6mm x 4cm 135 was received inside a plastic bag. The balloon was not fully inflated. There were blood residues observed in the returned device. The balloon was not damaged. A puncture in the body shaft was observed at 135.5cm from distal tip end. No other anomalies were observed in the returned device. Leak test was performed and during the flush of the guide wire lumen, leakage was observed at 135.5cm from distal tip end due to a puncture in the body shaft. No leakage was observed in the balloon since the balloon was inflated and maintained at the nominal pressure of 10 atm and also maintained the burst pressure at 15atm. The device was sent at sem analysis to identify the cause of leakage. Sem results showed that the stretched/elongated condition on the perforation surrounding borders of the external surface suggest that it is possible that an unknown object coming from the proximal to the distal forced its way from the inside to the outside. No other anomalies were observed that could have influenced to the reported event. Review of lot 17019148 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported damage to the balloon of the device was not confirmed through analysis of the returned device; however, the device was confirmed to be punctured in the shaft. The exact cause could not be conclusively determined. Based on the information provided in the analysis, scratches and elongation is noted at the point of the puncture which may suggest that interaction with the guidewire used may have contributed to the difficulty experienced by the customer. Neither the DHR nor the analysis suggests that the body/shaft puncture could be related to the manufacturing process; therefore, no corrective action will be taken at this time.